Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated prior to being explanted. The patient was not dependent and reported feeling the patient notification. Patient presented to the ER department and device was confirmed at eri. The most recent merlin transmission confirmed eri had been reached on (B)(6) 2017. The device had a capacitor maintenance charge on (B)(6) 2017, normal at 9.5 seconds, and the battery went into relaxation at that time when it came out of relaxation the device registered an eri trip and then continued to eos behavior within a short margin of time. The patient was asymptomatic prior, during, and after the change out. The patient was fine in the recovery room after the surgery.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.